Manufacturer narrative:
The reported event of "n/a" values being displayed for atrial tachycardia/ atrial fibrillation (at/af) duration and mean ventricular (v) rate diagnostics was confirmed via provided device records. Based on the information provided, it was determined that there was no stored electrograms (segm) associated with the episode information because the trigger types were different, despite the timestamps matching. Therefore, the diagnostics data was unavailable for the episode and a lone segm was displayed.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) was reporting incorrect information which led to diagnostic issue. No intervention was performed. The patient was in stable condition.